Manufacturer narrative:
Product complaint # (B)(4). Date sent: 11/5/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy procedure, the circular did not fire, even though the viewfinder was in green. They moved the product and there was no problem. Circular, I shoot him out of the patient but without the anvil (anvil did not deliver it to me). There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56m4l. The analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.